Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 6 months due to endocarditis with root abscess and complete heart block. Per the operative report: "...the aortic valve was visualized. It was severely eroded away and was rocking in the anulus. It was cut out and remove[d] and sent to pathology. There was an extensive destruction of the anulus in the annular area and the left ventricular outflow tract. ...the annulus was sized to fit a 21 mm magna valve ... The valve was then lowered into the anulus ... The patient was then weaned off cardiopulmonary bypass without much difficulty ... Ventricular function appeared somewhat improved. There was no evidence of perivalvular leak. There was initially some central ai, which disappeared at the end of the procedure. ...the patient tolerated the procedure well and transferred to the cardiac surgical care unit in guarded condition." Per the discharge summary, "[patient has] a history of strep viridans aortic endocarditis, which was diagnosed in (B)(6) 2012. The patient underwent aortic valve replacement at that time....[after avr,] the patient was deemed medically stable to discharge...on (B)(6) 2013."

Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. In this case, the patient's medical records document a history of strep viridans aortic valve endocarditis, requiring aortic valve replacement [with the subject device]. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Although the root cause of this event cannot be confirmed without the sample device, it appears that this event was likely related to the patient's previous case of endocarditis. No further actions are possible with the available information.